Manufacturer narrative:
Philips has investigated this complaint. No information was received regarding the clinical use at the time of the event or the patient and procedure outcomes. No harm to the patient or user was reported. No onsite inspection or repair of the device by philips was performed as the customer did not accept onsite inspection. As a result, the reported malfunction could not be confirmed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system generated a remote alert regarding an image disk error. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.